Event description:
It was reported that during the implant attempt, there was no sensing in the atrium but far field oversensing was observed. There was also no atrial capture. No atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant.